Event description:
It was reported that when ¿the ring of the burr hole cover was screwed¿ the ¿panel of the cable holder did not fit and would not close.¿ it was stated that at that time ¿the flexible cover¿ was used instead and the burr hole cover was not implanted. It was noted this resolved the issue. It was reported there were ¿no¿ patient symptoms or complications associated with the event. Additional information stated the patient was ¿doing well¿ ten days after initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 924256, lot# 082229912a, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the burr hole cover found no anomaly. (B)(4).